Manufacturer narrative:
Device evaluation: underweight, broken shell and others, and missing a piece of shell (0-25%). A microscopic analysis was performed which identified: a sharp broken on patch/shell bond edge. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: a sharp broken on patch/shell bond edge assessed as unidentified (tear) opening. Missing shell assessed as inconclusive.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reason for reoperation: rupture. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Patient reported left side "rupture". Healthcare professional confirmed left side rupture. Device remains implanted.